Manufacturer narrative:
Qn#: (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some clips were found broken and detached from the cartridge slots upon opening the cartridge. Therefore, a new unit was used instead.

Event description:
It was reported that some clips were found broken and detached from the cartridge slots upon opening the cartridge. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. The cartridge contained no clips remaining. The cartridge was returned with visible scrape marks. One intact clip was returned loose and 6 clip halves were returned loose. All clip halves were found broken in half at the hinge. There were 3 hook halves and 3 pierced boss halves. The loose clips appeared used as there was biological material found on the sample. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. CAPA has been previously opened to further investigate issues related to clip breakages. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed on the returned intact clip. The clip was manually loaded into a lab inventory clip applier. An attempt was made to fire the clip onto over-stressed surgical tubing. The clip properly fired and was released onto the tubing. No defects were observed. Additional testing was not required as a part of this complaint investigation. Other remarks: the device history review for the product hemolok ml clips 6/cart 84/box lot# 73l1900356 investigation did not show issues related to complaint. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily. Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed. Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned. There were 6 broken clip halves returned loose and all halves were broken at the hinge. The intact clip was able to be manually loaded into a lab inventory clip applier and successfully fired onto over-stressed surgical tubing. The loose clips appeared used as there was biological material observed. This indicates that the clips broke during loading. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend related events.